Event description:
It was reported that the handpiece ran without user activation during preparation for a procedure. The procedure was postponed because a back-up was not available. Attempts to confirm whether medical intervention was required for the pt were not successful. There were no injuries to the user or pt.

Manufacturer narrative:
Internal components were evaluated and corrosion was found on the press plug, spacer washer, bearings, and motor. Corrosion on such components can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.